Manufacturer narrative:
An event regarding instability involving a knee component was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including lot details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported through the submission of a revision implant sheet that patient's left knee was revised. Revision implants were a size 4 ts femoral component and size 3 universal baseplate, two 12x50 stems, 3 femoral augments and a 3x13 ts insert. Sales rep has confirmed: revised for stability no other info available.